Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was recently hospitalized for three weeks. The exact date was unknown. It was unknown if there were any symptoms. It was unknown if any troubleshooting, diagnostics, or actions were performed. The outcome of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.